Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the stimulation wasn't controlling pt's pain very well, but pt could feel the stimulation when the implanted device turned on. Agent asked event date, and caller stated it had been since a year ago, had been a while. Pt was redirected to their healthcare provider (hcp) to further address the issue - caller mentioned pt had a new hcp (name asked, unknown) that said they could change the battery when it was time even though they don't usually work with medtronic devices, but the hcp told them to contact medtronic to set up a reprogramming appointment. Caller confirmed no eri/eos message had appeared on the patient programmer; agent reviewed information about those messages. Additional information was received from the patient representative. It was reported that they repeated the information previously documented. Caller stated that for the past 6 months the caller has been quite uncomfortable. Caller noted the doctor said they can replace the battery when the times comes, but the patient should try reprogramming in the meantime. Caller stated they saw a new doctor at the (B)(6) hospital neurology department 3 months ago. Agent reviewed requesting a rep through the healthcare provider, and caller stated they tried that but couldn't get anywhere. Agent sent a follow up message to the field requesting assistance. 2025-05-12 (B)(4)/update: patient rep called back repeating previous information from this case. Caller said the implant is needing to be replaced, and a doctor is willing to replace the implant, but said patient needs to meet with a rep first to check on the device before being replaced. Agent reviewed role of rep and provided nas number for office to call, and caller said the office had tried that in the past, but was not able to get ahold of anyone. Caller mentioned the office doesn't normally work with the manufacturer. Agent reviewed sending message to field team in patient's area, and also reviewed to have office call nas number again.the patient's daughter called to contact a local rep. The caller stated that they found a hcp to replace the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.